Event description:
The customer reported approximately twenty (20) milliliters of reagent and blood leaked on the left side of the instrument and onto the counter involving the coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered diluent leaked on the blood sampling valve (bsv) wire maker. The fse re-attached the tubing and cleaned up the fluid leak. The fse replaced the sample instrument module due to system error messages. The fse performed quality control (qc) and results were within specification. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).